Manufacturer narrative:
The device was not returned to the post market quality assurance laboratory. However, it was determined that the device's minute ventilation (mv) sensor in ingenio devices has the potential to increase the pacing rate to the maximum sensor rate more quickly than expected. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of mv rate response not as expected was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to device design.

Event description:
It was reported that the max sensor rate was at 130bpm and tracking 140 bpm for this pacemaker device. There was no evidence of undersensing. Technical services (ts) reviewed and stated that there was varying pacing rates noted. The device was currently programmed with a low threshold for accelerometer activity. This device remains in service. No adverse patient effects were reported.